Event description:
It was reported the patient developed a hematoma after implantation of the device and leads. At the follow up visited the patient was noted to have tenderness, redness, and serosanguinous drainage at the incision site. In addition there was a small opening. The patient was admitted for an infected system. The device and leads were removed and replaced at a later date. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.